Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient passed out at 7:00 in the evening while doing electronic activities in their house. The patient stated that they did not have any symptoms prior to passing out and they were not looking at their phone during the event and the phone did not alarm. The patient's wife found him and called 911. When the wife checked the mobile app, the value was 57 mg/dl. When paramedics arrived, they checked the patient's bg and it was 31 mg/dl. The patient was treated with d10 or d50, the patient could not know which they were treated with. After treatment, the patient regained consciousness and was brought to the nearest hospital. No further treatment was provided at the hospital as their bg was at 135 mg/dl upon arrival. The patient was at the hospital for about 20 hours and left the hospital at 6:00 in the evening on (B)(6) 2023. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.